Event description:
"Unable to deploy the stent graft: during deployment, when the stent-graft was partially deployed up to the second stent, the bare stent was attempted to be released from the clasp. However, the black release grip was unable to be pulled back over the gray thumb grip. The physician proceeded to deploy the third stent of the main body, the contralateral leg extension stent graft and the ipsilateral leg extension stent graft, and then attempted again to release the bare stent from the clasp. However, the black release grip was still unable to be pulled back. Therefore, the physician destroyed the grip and released the bare stent by pulling directly on the green tube attached to the clasp release mechanism. The stent graft was managed to be fully deployed, but the proximal position of the stent graft migrated 1 cm from the planed landing position. The procedure was completed after confirming there was no endoleak. There is a possibility that some complication may occur afterwards. Operation type: evar. Blood loss: unknown. Image: available upon request. No pre-case plan available. Additional information: available upon request. ((B)(4)). Patient outcome - "harm to the patient's health is unknown."

Event description:
"Unable to deploy the stent graft: during deployment, when the stent-graft was partially deployed up to the second stent, the bare stent was attempted to be released from the clasp. However, the black release grip was unable to be pulled back over the gray thumb grip. The physician proceeded to deploy the third stent of the main body, the contralateral leg extension stent graft and the ipsilateral leg extension stent graft, and then attempted again to release the bare stent from the clasp. However, the black release grip was still unable to be pulled back. Therefore, the physician destroyed the grip and released the bare stent by pulling directly on the green tube attached to the clasp release mechanism. The stent graft was managed to be fully deployed, but the proximal position of the stent graft migrated 1 cm from the planed landing position. The procedure was completed after confirming there was no endoleak. There is a possibility that some complication may occur afterwards. Operation type: evar. Blood loss: unknown. Image: available upon request. No pre-case plan available. Additional information: available upon request. (Tc#bm230600969)". Patient outcome - "harm to the patient's health is unknown."

Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.